Event description:
Ipg location was relocated per patient's request on (B)(6) 2021. Patient initially elected a chest ipg location via (B)(6) study. Patient received excellent therapy results, however patient experienced shorter duration wear time with adhesive clips in this location due to long periods of sweating, caused from working outdoors daily.